Event description:
It was reported that patient underwent a surgical procedure to implant a new inflatable penile prosthesis (ipp) due to unknown reasons. No information about the patient outcome is available at the moment. Additional information was received in which it was stated the cylinders were to short leading to the surgery. During the procedure the cylinders and pump were removed and replaced but the reservoir was "re-used".